Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected and there was damaged to the inflation line balloon and the shaft of the tube. A visual inspection was performed, and the reported issue was confirmed. The cause of the reported issue is unknown.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that they noticed the vent was alarming. After inspection noticed air was escaping and after visual inspection noticed connector was torn. Then immediately replaced with new trach, same size. The event occurred during patient use at the hospital and no patient harm.